Manufacturer narrative:
Customer service requested the 24 mm personal fit breast shields be returned for testing / evaluation, but the customer refused. The customer was contacted by a complaint handler on multiple occasions, including in writing, to get additional information, with no response as of the date of this report. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed). Reported issues of rash were investigated under in (B)(4), which determined the root cause to be potential for the product, after it is opened, to come in contact with environmental allergens, lotions or creams, and cleaning solutions that may cause an allergic reaction or irritation. Such root cause is not a product malfunction or a deficiency in information available to the user.

Event description:
On (B)(6) 2019, the customer alleged to medela llc that she had an allergic reaction to the personal fit 24 mm breast shields she was using with her pump in style breast pump. She additionally alleged that she had hives and had seen a doctor, who prescribed her a steroid medication.